Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00871 for the first device information and manufacturer report 3005099803-2011-00872 for the second device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varices banding performed on (B)(6), 2011. According to the complainant, during the procedure, using a pentax scope, some of the bands would not deploy off the two devices. It was reported that the physician was able to deploy enough bands between the two devices to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information is unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00871 for the first device information and manufacturer report 3005099803-2011-00872 for the second device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varices banding performed on (B)(6), 2011. According to the complainant, during the procedure, using a pentax scope, some of the bands would not deploy off the two devices. It was reported that the physician was able to deploy enough bands between the two devices to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that six blue and one white band remained on the ligator head. The bands were found overlapping one another. In addition, there was damage to the teeth on the ligator head. The suture thread had been broken and the proximal end of the suture was attached to the trip wire. The proximal end of the trip wire could be cinched in the handle assembly however, there was no physical evidence indicating that the trip was properly cinched. A kink was found near the distal end of the trip wire. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The most probable root cause could not be determined since the device could not be evaluated functionally. However, based on this device analysis and review of the event description, the most likely root cause is operational context. It is likely that anatomical/procedural/operational factors were encountered when the device was initially used, which impacted the deployment activity of the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.